Event description:
Started infusion of k+ at 0840. Pump set at 100cc an hour at 100cc in the bag. Ten minutes later at 0850, it was noticed that bag of k+ was empty. The pump said k+ was going at 100cc per hour and that there was 89.9 mls left in the bag. Stopped infusion immediately. Pt put on monitor and oxygen. Pt had inverted t-waves and transferred to high level of care. Pump was sequestered.